Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that a 77-year-old female during cataract surgery, an ophthalmic handpiece was warm and a patient developed corneal edema. After a week, corneal edema was resolved and no appearance of permanent/long term injury. Details of surgery was not reported. This record is regarding to patient two of two patient's patients from the initial reporter.

Manufacturer narrative:
The product under investigation is not a serviceable device. However, a handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Two (2) relevant complaints were and reviewed as part of this investigation. Both investigations reviewed contained the same relevant sample evaluation as this investigation. The handpiece (hp) was received for this investigation. A visual assessment of the returned sample did not reveal any nonconformities. When the handpiece was connected to a calibrated breakout test box, the resistance and dissipation between low electrode and high electrode were found out of specification. The returned handpiece was then connected to a calibrated system, where it was recognized, calibrated, primed, and tuned. The sample passed the temperature test; however, it failed the five-minute burn-in test due to the shell being very hot upon completion of the test. The handpiece was connected to a dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which recognized and passed the torsional stroke test but failed tuning and the us stroke test. Removing the handpiece shell revealed moisture ingress within the electrode chamber. The root cause of the warm handpiece can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. The root cause of the corneal edema could not be confirmed, and its cause is inconclusive. It should be noted that the temperature of the handpiece does not necessarily correlate with the temperature of the portion of the handpiece tip inserted in a patient's eye. The root cause of the warm handpiece can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. The root cause of the corneal edema could not be confirmed, and its cause is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.